Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that his wife received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 10:30 a.m., a sample from this patient was tested using the meter, resulting with a value of 3.8 inr. At 12:00 p.m., a sample from the patient was tested in the laboratory using the dade innovin method, resulting with a value of 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not changed since last tested. The patient had no changes in diet, no additional illnesses since last tested, and no symptoms of unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were returned for investigation where they were tested using retention controls and a retention test strip. Testing results (qc range = 2.6 - 4.0 inr): customer meter with returned strips: qc 1: 3.0 inr, qc 2: 3.0 inr. Customer meter with retention strip: qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 7 %. No information was provided that would point to a cause for the result discrepancy.